Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and onto the floor after a loud pop noise from the cycler. The patient was able to complete treatment via manuals. The patient had no adverse effects ad their effluent has remained clear. Sample has not been returned to the manufacturer.